Manufacturer narrative:
There is no evidence of a device malfunction. The reported event is attributed to the operator not following instructions per the user's guide. The user's guide contains adequate information regarding patient connections and performing rinseback. Facility staff has provided additional training. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
After priming a cartridge for a routine hemodialysis treatment, the operator inadvertently left the waste line connected to the saline bag, causing it to fill and burst shortly after the treatment was started. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased and iron was administered as a result of the blood loss. No other medical intervention was required.